Manufacturer narrative:
(B)(4).

Event description:
Info received reports since pt's new ins was implanted, she loses stimulation sensation when she turns her head left of right. The ins has also twice turned off by itself when she turned her head in either direction. Pt was able to turn her stimulation back on with the pt programmer. Additional info has been requested and if received, a follow up report will be sent.